Event description:
It was reported that the patient presented with worsening congestive heart failure symptoms. Upon interrogation, the left ventricular lead exhibited high capture thresholds. X-ray revealed bilateral pleural effusions. On (B)(6) 2017, the patient underwent lead replacement procedure. During the procedure, transesophageal echo was performed which showed the large right pleural effusion. The patient was treated for the pleural effusion. The right ventricular lead was disconnected from the old device and connected to the new device. Patient issues were resolved without any sequel adverse events.